Event description:
The user facility reported that at the conclusion of a procedure, the physician observed a "tear" on the side of the patient's duodenum. There was no medical intervention required nor any complications reported. The facility reported that after withdrawal of the device from the patient, hospital staff inspected the device for irregularities and none were observed. The patient was released from the hospital with no complications reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed no problems with the device, and the device was found to be within specifications. The cause of the reported events cannot be determined. This report is being submitted as an MDR in an abundance of caution.